Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of unconciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's daughter stated that the patient was unconscious. The patient's husband called the ambulance. The patient's husband administered the patient with glucagon as well as orange juice and soda. The patient did not want to be taken by the ambulance. No further event details were provided. There was no allegation against the dexcom system. The patient's husband stated that the alarm sounded but the patient was already unconscious. At the time of contact, the patient was doing well. No additional patient or event information is available.